Event description:
It was reported that during the implant attempt, there was difficulty advancing the stylet through the lumen of the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned and analyzed. The distal conductor had blood/fluid obstruction and blood in/on the helix/lobe mechanism. The lead was damaged at implant. Analyst visual comment - blood likely entered the distal conductor through the is-1 pin.